Event description:
It was reported to boston scientific corp that approx 12 hours following a posterior repair with vault suspension procedure performed in 2009, using a pinnacle posterior pfr kit, the pt developed a large hematoma (about "500 c's") and an infection. The physician cut one of the sutures in the office and resolved "one of the issues" (which issue unk) without removing the mesh assembly from the pt. He also drained the blood from the hematoma. The pt was given lovenox anticoagulant and hospitalized for two to three days. The hematoma and infection have reportedly resolved, and the pt is "doing well" but "still has significant urge incontinence" (onset date of incontinence unk). No further intervention is planned for the pt.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.